Manufacturer narrative:
H10: the actual device was not available for evaluation. However, based on the information provided, the same bag was used for 50 hours. This is a misuse of the effluent bag. During the investigation of similar complaints it has been noticed that the leak on the drain bags occurred mainly after several hours of treatment, after being filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags, near the welding of the exhausting tube, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex st100 set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifty hours into treatment with a prismaflex st100, "the boarder parts" of the drain bag was observed to be damaged and an external leak occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.